Manufacturer narrative:
The cls was returned for analysis and did not pass electrical functional testing. Several impedance issues were observed, confirming the reported event. The return product analysis is consistent with devices previously confirmed to have been damaged by electrocautery. Per the event report, damage due to electrocautery may have occurred during the previous spinal surgery from (B)(6) 2022 although this was not able to be confirmed. The evoke scs system surgical guide states that patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components, and that this may cause damage to the cls.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation. The patient confirmed this occurred following an unrelated spinal surgery in (B)(6) 2022. Follow-up evaluation of the patient¿s system confirmed impedance issues and unintended stimulation. It was suspected that the evoke scs system may have been damaged during the previous spine surgery. A system replacement was performed to resolve the issue. Programming was completed one (1) day after system replacement to restore therapy.